Event description:
Reporter indicated via scientific article "are psychotic symptoms related to vagus nerve stimulation in epilepsy patients," a vns "patient reportedly died from sudep." The article discusses other events for the patient, not related to the death that were reported on medwatch number 1644487-2009-00302. Good faith attempts to obtain additional information were unsuccessful as the authors requested not to be contacted to provide additional information.

Manufacturer narrative:
De herdt v, boon p, vonck k, et al. "Are psychotic symptoms related to vagus nerve stimulation in epilepsy patients" acta neurol belg 2003; 103(3): 170-5.